Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, it was found that the right ventricular (rv) lead exhibited noise, high pacing impedance, r-wave amplitude variation and high capture threshold. During revision procedure, insulation breach was not confirmed but suspected. The rv lead was capped and replaced on (B)(6) 2022. Patient condition was stable.